Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received used nexiva 20ga unit with a package label from material number 383536, lot number 9233236. A visual/microscopic evaluation of the returned sample revealed there was a slit/cut in the extension tubing approximately ¾¿ from the y adapter. A test was done for leakage where air bubbles were observed in the area of the slit/cut. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment process related issue for the reported defect relating to the gripper fingers damaging the catheter tubing and the tubing slipping and becoming misaligned. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was split and leaked during use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9233236 it was reported that the tubing was split causing blood to leak out and multiple attempts at IV access to the critical patient. The IV was inserted into a trauma patient, and found to have a split in the tubing through which blood leaked out and the unit was not able to be used. Another attempt was made at IV access and failed. The patient then required us guided IV placement. There was a significant delay to IV access for this potentially critical patient due to the defective unit. Fortunately there was not bodily fluid exposure to the staff, but it did result in a delay as well as 2 additional attempts at access.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was split and leaked during use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9233236. It was reported that the tubing was split causing blood to leak out and multiple attempts at IV access to the critical patient. The IV was inserted into a trauma patient, and found to have a split in the tubing through which blood leaked out and the unit was not able to be used. Another attempt was made at IV access and failed. The patient then required us guided IV placement. There was a significant delay to IV access for this potentially critical patient due to the defective unit. Fortunately there was not bodily fluid exposure to the staff, but it did result in a delay as well as 2 additional attempts at access.